Event description:
Consumer reports having an accuracy issue with their logic meter. Meter appears to be reading high. Analysis run on clark error grid using competitive reading (57, 150) as reference point vs. Bd readings (91, 216) yielded some data points in the d range of the grid, outside acceptable limits.